Event description:
Customer's mother reported motor error alarm. There was 30 units of insulin in the reservoir prior to the alarm. After the alarm the reservoir, no insulin was left in the reservoir. The insulin pump alarmed low reservoir. Caller stated that her daughter received about 30 units of insulin, caused a low blood glucose reading of 2.7 mmol/l. Customer treated with manual injection. The last blood glucose reading was 13.3 units about an hour after eating. Caller also checked the drive support cap. The drive support cap is flushed. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.